Event description:
A physician was in the process of applying a fallopian tube clip to a tube. When the applicator was manipulated, the clip would not re-open to allow attachment to the tube. The applicator and clip were withdrawn from the pt's abdomen. Another applicator was utilized and the clip was successfully applied. No pt problems were reported.